Event description:
The patient reported that the needle button accidently released prior to the completion of the 24-hour period. The patient stated that she makes sure to nor bub against the device. The vgo device was worn for 2 hours when the needle button released itself.